Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and endotak endurance lead exhibited increased thresholds (>4v) and increased pacing impedance (>2000 ohms). Therefore, an invasive procedure was performed and the physician elected to explant the entire system.